Event description:
Nursing technician found IV tubing not connected to patient while chemotherapy infusing; was found infusing/leaking into the patient's bed. Onguard-2 cstd leur-lock adapter had become disconnected/unsecured from the injection cap on patient's indwelling IV line. Chemo spill precautions taken.